Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment and balloon removal difficulties occurred. The lesion was pre-dilated with a 2.0 x 20 mm balloon inflated to 2.5 mm. The physician was able to cross the lesion with a taxus express2 8.8% 2.50 x 24 mm drug eluting stent and inflated to a nominal 9 atm. The proximal third of the stent was not opened, however the balloon seemed to have inflated. The physician then deflated and pulled negative and re-inflated to 10 atm. The balloon still seemed to expand but the struts were not well deployed proximally. The physician then decided to pull the balloon back into the guide, and it didn't come easily and was causing the guide to advance into the left anterior descending (lad) artery. The physician asked someone to hold the guide and the groin sheath, and then pulled back on the balloon and once again the guide deep seated into the lad. He finally disengaged the guide out of the left main, held the guide against the sheath tightly, pulled hard on the balloon catheter and the balloon came off the stent. Upon removing the balloon they again pulled negative. He put the balloon back into the guide cath and advanced it into the stent and inflated to 13 atms. Still the stent struts were not adequately expanded. A 2.5 x 15 mm hypro balloon was inflated to 13 atms which opened the proximal end of the stent. The distal end of the stent was well deployed. No pt injury or complications were reported.